Manufacturer narrative:
Reported event of a separation failure could not be confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a right atrial leadless pacemaker (lp) failed to separate from the delivery catheter (dc) after the right ventricular lp was successfully implanted with the same dc. Device still failed to separate when outside of the patient's body. A new lp was implanted using a new dc. Patient was stable with no consequences.